Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has had a reduced access to sound on the right ear since (B)(6) 2015. The patient is monitored and re-implantation will possibly be considered.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Additional information: based on the available information, a damage to the reference electrode, as might be caused by an external mechanical impact, seems likely. However, to determine an exact root cause a device investigation would be necessary. Re-implantation is being considered, but no surgery date has been communicated.

Event description:
The patient seemed to hear not so well as before. In-situ measurements have shown high ground path impedance (gpi) and elevated impedance on all electrode channels since (B)(6) 2015. Ground path impedance decreased massaging the implant site but increased immediately after. Measurements prior to (B)(6) 2015 were within normal limits. A compression bandage was used without resolution. The patient has not been taking any medication. Latest in-situ measurements from (B)(6) 2016 confirm the previous findings and show high impedance on three electrode channels and two channels involved in a short circuit. The family does not wish to re-implant the right side at this time.

Manufacturer narrative:
(B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Additional information: according to the latest available information and in-situ measurements it seems that the reported problems are most likely caused by an air pocket over the reference electrode, as episodes with increased ground path impedances alternate with normal values. In addition patient reports to hear with the device. However, to determine an exact root cause a device investigation would be necessary. The clinic will continue to monitor impedance measurements and patients progress. No decision about revision surgery has been made yet.

Event description:
The patient seemed to hear not so well as before. In-situ measurements have shown high ground path impedance (gpi) and elevated impedance on all electrode channels since (B)(6) 2015. Ground path impedance decreased massaging the implant site but increased immediately after. Measurements prior to (B)(6) 2015 were within normal limits. A compression bandage was used without resolution. The patient has not been taking any medication. Latest in-situ measurements from (B)(6) 2016 confirm the previous findings and show high impedance on three electrode channels and two channels involved in a short circuit. The family does not wish to re-implant the right side at this time. According to new information received in (B)(6) 2017 the patient has again no sound perception with the device. External parts have been checked without improvement. Family reports no incident of accident or trauma. Latest in situ measurements showed two channels are involved in a short circuit and three channels showed high impedances. The ground path impedance is also increased. In situ measurements done in end of (B)(6) 2017 showed a stable result. Current plan is to continue to monitor progress and measurements. No decision regarding revision has been made at this time.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Review of device history records (DHR) confirms that device was within specification. This finding was expected, because according to the patient report it seems that the reported problems are most likely due to air bubbles or bad contact to connective tissue above the reference electrode, as episodes with increased ground path impedances alternate with normal values. In addition during removal surgery four channels were seen to be out of cochlea. It is assumed that the active electrode migrated slightly out of cochlea. Other damages found during investigation are most likely related to explantation surgery. The investigation findings appear to match the content of the patient report. This is a final report.

Event description:
Re-implantation took place on 10-jul-2018. The recipient is reportedly doing well.